Event description:
Additional information: it was later reported that the patient underwent a replacement of the spinal segment of her catheter on (B)(6) 2013; the pump segment of the catheter was found to be patent with no issues. A failed catheter dye study and increased return in patient¿s chronic pain was confirmed. Patient status at the time of this report was inidcated as "alive - no injury/no adverse eventadditionally, the drug type were confirmed as compounded baclofen and infumorph.

Manufacturer narrative:
(B)(4). Returned for analysis was the spinal pump catheter segment model # 8598a; a slight portion of the proximal catheter along with the distal portion cut into 4 segments. No anomalies were noted with any of the segments. It was also noted that inspection of the dispensing holes, as received and before decontamination, did not show any material in the dispensing holes. No occlusions were seen during patency testing. It is also noted that inspection of all the segments did not show any compressed areas or any other anomalies that might have been related to the reported event of an occlusion. A damage to the detached v-wing anchor was noted, most of one of the wings of the anchor was missing.

Event description:
It was reported that the patient experienced falls over the last six months. Two months ago,the patient fell down some cement steps and landed on her head. The patient saw her physician on (B)(6) 2013, and had her undergo a catheter dye study. While conducting the study, the physician was unable to aspirate from the catheter access port, so the dye study was aborted. Per reporter physician remarked that the catheter was plugged and not working. The physician turned the patient¿s pump down by 25% and told her to return to see him in a week (on (B)(6) 2013). However, the patient is now ¿spasming out of control¿ and in pain. The patient was prescribed morphine pills. It was added that they overheard the physician tell a nurse that the catheter appeared blocked at the t2, t4, and t7 locations on the patient's spine. Drugs delivered via the device were morphine and baclofen. Additional information was requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: catheter model: 8731sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk; catheter model: 8598a, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Event description:
Additional information received reported the cause of the event was the catheter. The signs and symptoms associated with the reported event were unknown. The patient did not complain to the clinic staff about falls.

Manufacturer narrative:
(B)(4).